Event description:
Boston scientific received information that during a routine follow up , this right ventricular (rv) lead revealed noise. Isometric lead testing was performed and the noise was unable to be reproduced. A boston scientific technical services (ts) agent was contacted and a data disk was sent in for review as the physician would like to know how to proceed with this patient. No adverse patient effects were reported. The lead remains in service at this time.

Manufacturer narrative:
The lead remains implanted at this time. A boston scientific technical services (ts) consultant reviewed a save to disk and discussed that noise and oversensing were found on the right ventricular channel which resulted in pacing inhibition with ventricular pauses greater than two seconds. In addition, inappropriate anti-tachycardia pacing (atp) had been delivered while all rv electrical parameters look stable and remain in range since implant. As noise and oversensing occurred, it is suspected this type of noise is consistent with a contact issue or conductor fracture. Possible causes of this lead issue may be due to a loose connection, clavicular crush or an internal conductor fracture. The agent advised the physician check the device location, possibly perform a revision and to consider reprogramming of the lead due to the noise. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately two months later, a revision procedure was performed due to a noise and oversensing on the right ventricular (rv) lead. During the procedure it was noted that the physician elected to replace the patient's device. No allegations were made against the device. The decision was made to abandoned the device and rv lead and new device and lead were implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead and device will not be returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.